Event description:
Received a call that that back brackets/track on the tb3 hd tilt broke causing customer to fall and hit head. Paramedics came to lift her off floor. No serious injury reported.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.